Manufacturer narrative:
Work order search: no similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -5.0 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, anterior lens opacity was noticed as well as blurry vision at distance with significant glare and haloes and low vault as the icl is rubbing against the natural lens. The lens remains implanted. The lens is currently being planned to be exchanged.